Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and confirmed the baths were overflowing. The vacuum pump was replaced, resolving the leak and the error condition of "startup vacuum errors". (B)(4).

Event description:
The customer reported a leak when using the coulter act diff 2 analyzer. The baths of the analyzer were overflowing, and the leak was not contained. The instrument generated an error condition of "startup vacuum errors" in connection with the leak. The operator was wearing personal protective equipment of gloves and a lab coat when the event occurred. There were no reports of biohazard exposure to mucous membranes or cuts. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.